Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a silicone segment bulge occurred while infusing IV fluids. The nurse responded to an "error at patient side" alarm, opened the door to troubleshoot, and noticed the bulge in the tubing.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The customer complaint of pump segment bulge was confirmed per picture received by the customer. It was observed per picture received by the customer that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment.

Manufacturer narrative:
(B)(4)